Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure the surgeon was unable to close the firing trigger fully although force had applied on it. No "clutch" sounds heard - where it indicated the washer was cut through. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.